Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive act and up buttons due to corroded keypad traces. Also, unit had moisture damage on motor, vibrate motor and electronic assembly during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm due to unresponsive button. Unit had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of the insulin pump was unresponsive after exposure to moisture/fluid. Customer stated there was fluid in the battery compartment and a chunk of plastic missing as well. Blood glucose level at the time of the incident was not provided. The customer stated that the time clock was not advancing when monitored for 3 minutes. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.